Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became stuck on the ¿press and hold¿ screen during a supply change, while sleep/wake and unlock features continued to function, and attempts to clean the screen, vary touch methods, and charge the device did not restore responsiveness; the user was advised to allow the battery to deplete to force a restart and a replacement device was provided, with instructions to return the original and continue backup therapy as needed. Symptoms included no reported adverse physiological effects, and blood glucose was reported as unaffected. Outcomes included continued diabetes management using backup therapy and cgm, with no hospitalization or medical intervention reported. Investigation included customer service troubleshooting and logistical coordination for device replacement and return. Investigation of this device revealed device operated as expected, with all functions¿including buttons, touchscreen, and leadscrew runs¿performing correctly. No faults were detected during troubleshoot testing.